Event description:
The user facility reported via medwatch (B)(4), "our amsco 7052 washer has the robot accessory washer option on it, which uses a special washing rack in it. The 7052 holds the racks down to the water nozzle using twin rollers in the middle of the machine, which hold onto a flange on the washing rack. The robot rack that we have has the flange only on two sides. The problem that we have found is that the rack can be inserted into the washer with flanges in the forward to back configuration instead of the side to side, which doesn't allow the rollers to grab the wash rack. With the rollers disengaged, the wash rack is free to float around in the washer when water flows out of the central post. This raises the potential for damage in the machine. The previous washer rack design we have has the flange all the way around the water attachment post and holds the cart down on the side rails, so the orientation of the rack isn't important." No report of injury.

Manufacturer narrative:
The racks were designed with flanges only on the left and right sides of their water inlet which is located at the center bottom of the rack. This is due to the presence of the filter housing that is attached to the water inlet. For other types of racks that do not require a water filter, flanges can be all around their water inlet. When the rack is inserted into the washer correctly, the brackets on the washer's central water inlet at the bottom of the chamber will grip the rack flanges and secure the rack in place during cycles. The steris account manager contacted the user facility to offer in-service training on the proper rack loading procedures however, the user facility declined. The racks and the 7052hp washer/disinfector were confirmed to be operating properly and the unit was returned to service. Steris evaluated the reported event and determined it does not meet our reporting criteria under 21 cfr part 803. It should be noted that steris is submitting a medical device report (MDR) solely due to the receipt of the user facility medwatch report which is in accordance with our procedures and policies. No additional issues have been reported.